Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: tissue build-up at the electrodes. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. Increased contact resistance due to faulty contacts at the working element or the connection cable. The instrument is in a gas bubble during activation. However, the definitive root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. No issues were found. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: 510(k): k203682; product code: gei.

Event description:
The customer reported to olympus, the generator was giving an e006, non-conductive fluid, error message. There was no procedure involvement. There were no reports of patient harm.